Event description:
As reported, approximately 2 years post of shoulder surgery, this (B)(6) female patient reported instability and 2 subluxations from reaching behind her car seat to lift her small dog. The case report form indicates this event is possibly related to devices and definitely not related to procedure. This event report was received through clinical data collection activities. Revision has not occurred, continuing deltoid strengthening exercises. Outcome is continuing.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, 320-36-03 - 36mm humeral liner +2.5mm unconstrained, 320-10-00 - equinoxe reverse tray adapter plate tray +0,and 320-35-03 - small posterior augment glenoid plate, left.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent closed reduction cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.